Event description:
It was reported that the reusable endoscope sheath, ceramic head obstructed the surgical field of view. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.